Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set leaked at an unk location while on a pt. Per the customer, "we have a process that if the line is compromised at all we will changed out the tubing, fluids, get a cbc and blood culture". No pt harm or medical intervention was reported. No further pt/event info was provided.